Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. The field reports of sensing anomalies, elevated threshold and inappropriate shock therapy were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with those occurring at explant.

Event description:
It was reported that t-wave oversensing was observed due to low sensing, and in addition high capture threshold was also observed. The lead was explanted and replaced. No further information is available.